Manufacturer narrative:
The repair is in progress and no add'l info is available. (B)(4).

Event description:
It was reported by a customer in (B)(6) that during use, an ht70 ventilator alarm silence/reset light emitting diode (led) was observed to be blinking. The pt was manually ventilated before being transferred to another ventilator, and there was no reported injury.